Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the insulin pump had blank display. Customer stated that the insulin pump had shut off and then got battery out limit alarm. Customer stated that the insulin pump alarmed after battery change. Customer also reported that they were able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Customer stated that the insulin pump was alarming at time of call. Customer was assisted with clearing alarm. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.